Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient is having problems and the device is not working. The caller does not know any further information and inquired on who their manufacturer representative would be. No further patient complications are anticipated or expected as a result of this event.